Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed incoming testing. The cable connecting ECG "c" and ECG "d" had an damaged u1 component that was out of tolerance. The root cause for the damaged component was unable to be positively identified. No adverse events resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving gong alarms.